Manufacturer narrative:
(B)(4). Batch # t5e199. Additional information was requested, and the following was obtained: did the device cut? The device fully did not cut. If the device cut, was the cut line complete? The cut was not complete. Were the cut line and staple lines equal? They were hardly identified. Was the device fired across a staple line? Yes, it did. Did the reload begin to staple and cut, but then jammed? I assumed, it was jammed. Did the device staple, but there was no cut line? There was cut line and device did apply staples. If the device cut and stapled, were there any staples missing from the staple line? There was no missing staples. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? They were b-shaped. How was the procedure completed? They had to replace the device with new one could you please clarify if there were any patient consequences? There was no patient consequences. Device analysis: the analysis results found that a sr75 reload was received with the cartridge deck damaged, the proximal 2 drivers up and the remaining drivers were down with staples present and the swing tab in the locked position. And both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please refer instructions for use. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, cartilage was not applied to the target tissue when fired.